Manufacturer narrative:
Section g3: additional information. Section h5, h8: correction. Manufacturer's investigation conclusion: the reported issue with the self-test and display button was confirmed. The heartmate iii controller (serial # (B)(4)) was returned for analysis. The display button was tested and found not to cycle through vad parameters. The self-test was attempted and did not initiate. The controller was opened to further investigate the functionality of the buttons. The white ribbon cable between lcd display pcb and controller membrane was examined and the leads were found to be corroded. The white ribbon cable was swapped with a functional one which resolved the issue. The self-test was performed and the controller passed, and the display button was tested and found to properly cycle through vad parameters. The controller passed all functional testing. The root cause for the reported display button, silence alarm button, and self-test malfunctions was conclusively determined to be the corrosion on the white ribbon cable between lcd display pcb and controller membrane of the controller. Incidental findings were also found. The silence alarm button was found to be non-functional during initial testing, and was resolved after replacing the white ribbon cable. The heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ addresses how to cycle through viewing pump parameters on the display and how to perform a self test. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the patient's visit to emergency room, the controller would not display vad parameters despite holding down the display button. The green light was on. A self-test was performed but nothing occurred. A controller exchanged was performed. The former primary controller could not be put into sleep mode. The backup battery was removed which put the controller in sleep mode. Log file analysis showed that the pump appeared to have been operating normally without any abnormal alarms or trends in pump parameters. The log only showed the controller alarm silence button repeatedly being pressed on (B)(6) 2020 between 3:41pm and 7:10pm.